Event description:
It was reported that: "dr. (B)(6) stated, the pt had onset of pain starting (B)(6) 2012." (B)(6) 2012: additional info: it was further reported that, "note: pt has secured legal representation and the implants are staying with the pt. Pt complained of pain. Testing showed increased cobalt and chromium levels." Pt was revised on (B)(6) 2012.

Manufacturer narrative:
An eval of the reported device cannot be performed as it was retained by the pt and was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01064.